Event description:
The facility stated a silicone lens model aq2010v was damaged and was lodged in the cartridge. It was indicated that there was no pt contact. No other info has been forthcoming from the facility. Since there was no pt contact, there was no pt injury. It was unknown if a product malfunction occurred. The model and lot numbers of the cartridge and injector are unknown.